Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the right rolling guide is hitting the weld. It looks to be that the weld was not ground down enough to clear the guide. MDR filed.